Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02april2019. The service engineer (se) inspected the device. The se found the navigation ring was not working. The se replaced the front bezel to address the issue.

Event description:
It was reported that the ventilators o2 adjustment was not adjusting properly. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. Event date not specified, estimate used.